Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a procedure went as planned. However, when the microcatheter was removed at the end of the procedure, the distal end snapped and about 5cm was left behind in the patient. An attempt was made to remove the catheter with a snare, but it was unsuccessful. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. No surgical or medicinal intervention was required. The broken segments remain in the patient in the imax. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for onyx embolization of mma. It was noted the patient's vessel tortuosity was normal. The access vessel was the external carotid artery (eca) - internal maxillary artery (imax) - middle meningeal artery (mma) with a 2.5mm diameter. Ancillary devices include an onyx 18 liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed with an attempt to snare out remaining the microcatheter, but about 15cm was left in patient. It was clarified that the catheter was broken. It was believed that the catheter was entrapped in onyx. The cause of the break and entrapment was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.